Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-4). The event description provided states "during iol implantation, after taking all care to place the iol properly in the injector, the iol was trapped in the loading bay, not leaving the injector". For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00036 and associated follow-up report.